Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button on the insulin pump was sticking and received e error code on insulin pump. Customer's blood glucose level was unknown. Customer reported that reservoir piece was missing. Customer stated that the rewound process made unusual sound. Customer reported that the insulin pump had no delivery alarms. Customer stated that the battery life was diminished and insulin pump rejecting new batteries. Customer declined to troubleshooting for further issues and stated that upgrade should be processed. Insulin pump will not be returned for analysis.